Manufacturer narrative:
Age or date of birth: as of on (B)(6) 2016, patient age was 64 years. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving clonidine [121.0 mcg/ml] at a dose of 179.71 mcg/day and fentanyl 193.5 mcg/ml at a dose of 287.39 mcg/day via an implantable pump. The indication for use was not provided. It was reported that during the refill on (B)(6) 2016 it was difficult to refill. After checking with ultrasound, it was found the pump was inverted. They turned it manually and the "refill was ok." It was noted the patient hadn't complained "to do the bolus without problem." On (B)(6) 2016 the problem was the same. When the checked for the right place to refill with ultrasound they found the pump inverted so they turned it again manually. It was noted that there was no discussion to fix it for now. It was indicated that the event was possibly related to the device/therapy but was not related to the implant procedure. The outcome of the event was indicated to be resolved without sequelae 2017-aug-22. No symptoms or complications were reported .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.